Event description:
The manufacturer received info from a third party service center alleging a ventilator failed a step during testing. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.